Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the surgery replacement was completed on (B)(6) 2020

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the devices were discarded.

Manufacturer narrative:
Other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller stated the patient was having issues with their therapy, specifically reporting a symptom breakthrough for the last couple months. The caller stated the patient saw their neurologist and impedances were discovered. The caller stated that 3 of the 4 contacts in the left hemisphere are high or not viable.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating a surgery was scheduled for replacement of extensions and battery. The cause and resolution was unknown at this time.